Manufacturer narrative:
The investigation for the reported console (aic) optical signal issues has been completed. Data logs were reviewed which revealed multiple errors due to an invalid crc to the optical bench. It also showed fluctuating pressures on the from the raw optical sensor followed by a pump stop alarm, which occurred when no pump is inserted but pump disconnection detection was disturbed by the out of bounds snr preceding the pump removal. The aic was returned for evaluation and functional testing was performed. The failure was unable to be reproduced throughout testing and is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the issue was not determined since issue could not be reproduced.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a blank screen and triggered a pump stop during patient support. The aic was swapped in response to the noted failure. There was no known patient harm.